Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was going out when "plugged in." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Updated field: h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported image failure. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The device was shipped in accordance with the specifications. A definitive root cause for the reported device problem was not established. However, it is probable that the image failure occurred due to faulty cable. Olympus will continue to monitor field performance for this device.